Event description:
It was reported during a routine preventative maintenance check conducted by a getinge field service engineer, the system 98 intra-aortic balloon pump (iabp) failed battery runtime.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h4, h6, h10. It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump failed the runtime test. In order to fix the issue, the fse replaced the batteries (0146-00-0039). Then, the fse completed the pm with full calibration. The unit passed all functional and safety checks to factory specifications other than the doppler test. The unit was then returned to the customer and cleared for clinical use.